Event description:
It was reported that approximately 8.5 months post-implant of a bifurcated device and an infrarenal aortic extension, a routine computed tomography (CT) scan revealed an endoleak. The physician elected to bring the patient back and bilateral limb extensions were placed. Bilateral limb extensions were implanted in the iliac arteries. Two limb extensions placed in the right iliac artery to occlude the hypogastric artery. One of the stents did not fully expand, and needed additional angioplasties, but the endoleak persisted. The left iliac artery limb extension was placed and angioplastied, but there was an increased flow into the iliac circumflex, which increased flow to lumbar branches, but no endoleak could be detected. A right common femoral artery angioplasty was performed which resolved an occlusion. Four days post event, the patient underwent another secondary, direct puncture angiogram, to treat a type 2 endoleak from a lumbar source (with coils and onyx), and detected a persistent left distal endoleak (type 1b). The next day, the patient's blood count was low (hemoglobin, 7.4 gm/dl; hematocrit, 23%). The report denoted no blood loss for this procedure. The patient required intubation and ongoing mechanical vent support. Six days post event, the patient was showing signs of acute blood loss (hemoglobin, 6.8 gm/dl, hematocrit, 20%) and was in acute respiratory and renal failure (bun 27, creatinine, 1.7 mg/dl). There was a diagnosis of hemo-peritoneum and there was suspicion of a mesenteric vein injury. The patient's family elected to pursue terminal extubation and comfort care. The patient passed away on (B)(6) 2014. The listed cause of death was end stage copd. Additional note: computed tomography from initial procedure showed the iliac arteries measured 14mm (right) and 16mm (left). A recent CT scan showed the iliac arteries measured 19mm and 20 mm, respectively. The abdominal aortic aneurysm had enlarged, measuring 58 mm, extending to the bilateral iliac arteries.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records were provided and reviewed by a clinical representative. The review indicates a possible type ii endoleak and possibly a distal endoleak. Product appropriateness and patient candidacy might have been incongruent with the IFU/ or cautionary product use due to: bilateral iliac moderately severe calcifications and mural thrombus. The patient's need for anticoagulation due to a mechanical heart valve might have contributed to the final outcome, due to the increased propensity for bleeding complications. There was documented evidence of acute respiratory failure, acute renal failure secondary to hemorrhagic anemia; and suspicion of mesenteric vein injury, persistent endoleak and hemo-peritoneum. There were two secondary procedures: bilateral iliac stent placements and right common femoral artery angioplasty; and, direct puncture angiogram and coil embolization of lumbar arteries. Six days post event, the patient was showing signs of acute blood and was in acute respiratory and renal failure. The patient was placed on comfort care and expired 8 days post intervention. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar events at this time. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the cause for the reported endoleak is determined to be related to disease progression. The cause for the patient's death is related to end stage copd. Device remains implanted in patient.